Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented for an unrelated procedure, infection was observed upon opening of the incision site. A part of the lead was cut and sent for analysis. It is unknown what caused the infection or if the infection was procedure or device related. Device and lead was explanted. No new device system was implanted at the time. Patient was stable prior, during and post procedure.